Event description:
The customer contacted physio-control to report that they were having difficulties calibrating their device. There was no patient use associated with the reported event. Upon evaluating the customer's device, physio-control observed that the unit was giving an "abnormal energy" message during testing. Further inspection of the hard paddles assembly revealed that there was damage to the paddles which may prevent defibrillation from being adequately delivered, if it were necessary.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that inside the hard paddles assembly that the three (3) prongs that provide contact between the pediatric adapter plate and the adult adapter plate were missing. In this condition, the hard paddles assembly would not transfer defibrillation energy, if it were necessary. The hard paddles assembly was disposed of. The customer advised that they will purchase a replacement set. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue was that the three (3) prongs that provide contact between the pediatric adapter plate and the adult adapter plate were missing; however, physio was unable to confirm with the customer what may have caused this issue.